Event description:
Initial calcium result of 20.1 mg/dl. Same sample repeated gave result of 20.1 mg/dl. Same sample repeated twice the next day, recovered 10.3mg/dl each time. Initial results were reported. No patients were adversely affected. The field service representative was unable to determine cause. The user reports no further occurrences.